Event description:
Information received by medtronic indicated that the customer received a critical pump error and was unable to clear the alarm. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. The customer reported other critical pump error. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with a constant pump error 130. Unable to do the displacement accuracy test, displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self -test due to constant pump error 130. Pump error 82 was found in the history file/long trace file on [date and time of alarm]. Pump error 53 ((B)(6)) was found in the history file on (B)(6) 2023 13:09:54.000 due to a hardware error. Pump error 43 was found in the history file on (B)(6) 2023 12:26:21.000. Pump error 2 was found in the history file on (B)(6) 2023 13:09:54.000 due a hardware error. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. Unable to do the motor test due to motor defect. Pump was cut open to perform visual inspection and found moisture damage at the pcba 1, pcba 2, force sensor and motor home switch. The following were noted during visual inspection: corroded home switch, battery tube threads - cracked, cracked case, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Pump error 130 was confirmed during testing and due to a motor defect. Critical pump error (open book image) alarm was not confirmed. Pump error 82 was confirmed, problem isolated to electronic stack. Pump error 53 was confirmed due to a hardware error. Pump error 43 was confirmed due to moisture damage to the motor assembly. E/a alarm unspecified was confirmed with a pump error 130, pump error 82, pump error 53, pump error 43 and pump error 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.